Manufacturer narrative:
Suspect device received on february 27, 2024.. Device evaluation completed on march 11, 2024. According to the information reported, the patient developed capsular contracture. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 375cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, no corrective and preventive action (CAPA) is required now. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. The received device is sn: (B)(6). Additional information received on march 5, 2024, the reporter stated that upon some digging and going back into our charts, I was confused as to how the wrong implant/lot number was sent in when the md only removed the left implant and did a capsulectomy on that one side. It looks like back when the original augmentation happened in 2022, the hospital marked the stickers wrong and what is marked as the left, should really be the right and what¿s marked as the right implant is supposed to be labeled left. Date of removal updated to (B)(6) 2024. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on february 16, 2024 indicated that the patient underwent left sided open capsulectomy, and replacement with a new mentor 375cc smooth round gel moderate plus profile. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture grade iii-IV. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent a breast augmentation primary with a mentor memorygel, 375cc silicone, breast implant experienced left sided capsular contracture grade iii-IV postoperative. The issue was diagnosed through in office examination. As a result, patient underwent removal on (B)(6) 2024.

Manufacturer narrative:
Additional information received on february 22, 2024 indicated that the replacement device is sn: (B)(6), cat: 3503751bc. The patient fully recovered. Manufacturer¿s reference number: (B)(4).